Event description:
A report received from the USA stated an 840 ventilator became inoperable. There was no report of pt involvement. The date of the event is unk.

Manufacturer narrative:
The covidien customer support engineer (cse) inspected the device and verified the reported issue. The cse reported the breath delivery (bd) central processing unit (cpu) printed circuit board (pcb) and installed revision ak software. The device passed all calibrations, short self-test, extended self-test (est) and performance verification test according to MFR specifications. (B)(4).